Manufacturer narrative:
Patient¿s weight was not provided. (B)(4). Approximate age of device ¿ 9 months. The replaced portion of the driveline was received. The investigation is not yet complete. The pump remains in use supporting the patient. No further information was provided. A supplemental report will be submitted when the analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that during the patient's clinic visit on (B)(6) 2016, driveline fault alarms were found in the event history. The patient was admitted to the hospital for an evaluation of the driveline and possible repair. During review of the log file pump stoppages were captured on (B)(6) 2016. On (B)(6) 2016, the manufacturer's technical service representative evaluated the driveline and damage to the black and green wires of the driveline were found to be broken. A portion of the external driveline was replaced.

Manufacturer narrative:
Review of the submitted x-rays of the patient¿s driveline revealed evidence of kinking and areas of shield breakdown; however, the x-ray images were inconclusive for any compromises to the integrity of the driveline¿s wires. The evaluation of the returned portion of the driveline confirmed an issue that would have potentially contributed to the reported event. A section of the driveline approximately 18.75 inches long was returned for evaluation. Ripples along the silicone jacket appeared indicative of significant twisting during use. The pins of the metal connector appeared free from deformation. The returned section of the driveline was tested for electrical continuity in the condition that it was received and the green and black wires produced open circuits. The silicone jacket, clear bionate layer, and metal braided shield were then removed to examine the underlying wires. Visual inspection of the wires approximately 9 inches from the metal connector revealed severe kinks to the green, black, and brown wires. Although no insulation breaches were noted, the observed kinks appeared to have resulted in damage to the inner conductors of the green and black wires, leading to open circuits. The green wire redundantly supports motor phase 1 and the black wire redundantly supports motor phase 2. Further analysis revealed a breach to the insulation of the red wire at the nipple housing of the metal connector. The red wire redundantly supports motor phase 3. The observed wire damage appeared to be the result of repetitive flexing. The remaining wires were unremarkable. If the exposed conductors of the red wire made contact with the braided shield while the patient was operating on the power module, the resulting electrical short to ground would have resulted in the red heart alarms and pump stoppages that were confirmed through the submitted log file. These events also would have occurred on the 14 volt lithium-ion batteries due to the lack of continuity along the green and black wires. Furthermore, the confirmed driveline fault alarms would have been triggered in response to the open circuits along the green and black wires. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Event description:
Additional information: review of the submitted log file by a representative of the manufacturer's technical services team contained two pump stoppages on (B)(6) 2016. The average pump power ranged from 0 watts to 13 watts, the average pulsatility index ranged from 0 to 8, and the average pump flow estimation ranged from 0 lpm to 12 lpm. It was indicated that this type of behavior has been linked to potential issues with the driveline. These issues only appear to be occurring while connected to the power module.